Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the bonding site between the proximal electrode and the catheter was broken off exposing the pacing leadwire before use. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Visual examination found that the catheter tip was completely broken off at just proximal of the proximal electrode. Adhesive remains were observed on the edge of the broken catheter tip. Cross surface of the broken catheter tip appeared uneven and rough. No visible damage to the lead wires was observed. Continuity testing was performed on the distal and proximal electrodes and there were no open, intermittent, or short conditions observed. No visible damage to the balloon, windings, or returned syringe was observed. Balloon inflation testing could not be performed due to the catheter tip breakage. Visual examination was performed under microscope at 20x magnification and with the unaided eye. Customer report of broken pacing catheter was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.